Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When plugged into a power source, the pump did not recognize the power source and would not charge. In addition, the customer reported that the battery depleted from 50% charge to 5% charge. There was no impact to the customers blood glucose level. The customer was advised to upload pump data. However, the customer declined. Reportedly, the customer was able to charge the pump to 25% battery life. It was indicated that the customer would continue to use the pump until the replacement arrives and would contact health care provider for backup therapy.